Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for probably 3 weeks they have not been emptying their bladder. Patient said they have already tried all 7 of the programs available to them. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they called the hcp office and they are not able to see him until later part of november. Caller wanted to know if a rep could assist with providing additional programs as well. Agent sent message to the field with callers request.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.